Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.  Further information was requested, but not yet available. The patient condition was not reported.

Event description:
New information indicates that the pacemaker went into bvvi.